Manufacturer narrative:
UDI= (B)(4) additional suspect medical device component involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation and pain at the lead insertion sight following a fall. High impedances were noted. The physician was unable to confirm if the pain and high impedances were caused by the fall. The patient will undergo a revision procedure wherein the leads will be replaced. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads, ipg, and clik anchor were replaced. No device malfunction was suspected. The patient was doing well postoperatively. Additional suspect medical device components involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg) model #: sc-4316, lot #: 14309348 description: next generation anchor kit-sterile the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inadequate stimulation and pain at the lead insertion sight following a fall. High impedances were noted. The physician was unable to confirm if the pain and high impedances were caused by the fall. The patient will undergo a revision procedure wherein the leads will be replaced. No device malfunction was suspected.